Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of 42 mg/dl, resulting in loss of consciousness. Low bg cause was not known. Customer required assistance from friend who provided carbohydrates and glucose tablets which were consumed to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.